Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product issue. Complaint is confirmed because it is reported that during trouble shooting of an empty heater bag, patient changed out the heater bag only and reused the cassette and other bags during therapy, which is a use error. The assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a home choice (hc) machine that sounded a system error (se) 2367. The hp stated he was in cycle 6 but the heater bag was empty so the nurse disconnected the heater bag and connected a new bag to the heater bag and then restarted setup. The tsr advised the hp that he would need to end therapy. The tsr explained to the hp that he cannot disconnect a bag and connect another bag to that line. The hp was advised to do a manual exchange and contact the peritoneal dialysis nurse for further instructions. There was patient involvement but no clinical consequences for the patient were reported.